Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored.

Event description:
It was reported that there was an alert for high impedance from the device. The device was reprogrammed in order to resolve the event. The patient was stable and will continue to be monitored.